Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, the unit had multiple cuts on its cable insulation. A device history record review revealed no issues that could have caused or contributed to the reported issue. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: the most probable cause of the complaint is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had slice in the cord. The issue was identified during reprocessing for a ureteroscopy that was completed with a similar device. There were no reports of patient harm.